Event description:
The device was used during a pneumonectomy. Reportedly, the staples prefired into the pt's cavity. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.